Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of device operates differently than expected was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a patient with a tactra device experienced dissatisfaction with the device. The patient stated that he preferred a three piece implant for improved concealability and did not like that the tactra remained rigid at all times. A replacement surgery was performed, during which the physician explanted the device and replaced it with a three piece implant. There were no patient complications.

Event description:
It was reported that a patient with a tactra device experienced dissatisfaction with the device. The patient stated that he preferred a three piece implant for improved concealability and did not like that the tactra remained rigid at all times. A replacement surgery was performed, during which the physician explanted the device and replaced it with a three piece implant. There were no patient complications.